Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated no pe. The interatrial septum was noted to be thick, and transseptal puncture (tsp) was performed with a versacross fixed curve transseptal system in an inferior/mid location. Difficulty was encountered advancing the versacross system into the left atrium, but access was eventually achieved. Attempts were then made to advance a watchman trusteer access system (was) across the septum however the was would not cross. A second tsp was performed in a similar location to improve access. Following these attempts, a pe was identified near the right atrium, accompanied by a mild decrease in blood pressure. The procedure was aborted and pericardiocentesis was performed. The patient was admitted overnight. It was further reported that the patient underwent surgery and recovered without further complication. Several days later, the patient was discharged.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name - updated. D2b: pro code (product code) - updated. G4: premarket/510(k) # - updated. Investigation summary: based on the available information, although the product was disposed of and was not available for return, pericardial effusion and hypotension are known inherent risks associated with use of this product. The reported allegation of difficulty crossing the septum was not confirmed, and the cause could not be established. Device history record review: a ship history review was performed to identify the most probable lot numbers for the device involved. The manufacturing batch record review confirmed that the probable lots met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed, and the reported allegations were not confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution device confirmed that the event of difficult to cross septum, pericardial effusion, and hypotension are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: the known inherent risk of device cause conclusion code was assigned by boston scientific based on the information provided within the event description. The device has not been returned to bsc for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the hazard analysis of the device as reported to bsc. Additionally, the reported allegation of difficulty to cross the septum was not confirmed and cause could not be stablished. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated no pe. The interatrial septum was noted to be thick, and transseptal puncture (tsp) was performed with a versacross fixed curve transseptal system in an inferior/mid location. Difficulty was encountered advancing the versacross system into the left atrium, but access was eventually achieved. Attempts were then made to advance a watchman trusteer access system (was) across the septum however the was would not cross. A second tsp was performed in a similar location to improve access. Following these attempts, a pe was identified near the right atrium, accompanied by a mild decrease in blood pressure. The procedure was aborted and pericardiocentesis was performed. The patient was admitted overnight.